Manufacturer narrative:
The reservoir tube lip partially broken off and test reservoir will not lock or click in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 238mg/dl at the time of the incident. It was reported that where you put the reservoir, at the top its chipped all the way around the circle, so the reservoir isn't staying all the way completely in. It also had a scratch and the reservoir wasn't staying in till the middle of the night. It was reported that it cracked off a little bit in the front going into the lip and and on the lip there its chipped all over the reservoir lip. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.